Event description:
It was reported that during implantation of a new device for a therapy upgrade, this existing pacemaker system exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. When the right ventricular (rv) lead switched to unipolar configuration, the impedance returned to normal limits. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. Additional information is being requested from the field. This pacemaker was explanted and successfully replaced as intended. No adverse patient effects were reported. This device has not been returned for analysis. Additional information was provided. The field representative indicated that this pacemaker system had previously exhibited out of range pacing impedance measurements. It was mentioned that the issue appeared to be isolated to the rv lead.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem as additional information was provided. This product investigation is still in progress. This report will be updated when product investigation is complete. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem as additional information was provided. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during implantation of a new device for a therapy upgrade, this existing pacemaker system exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. When the right ventricular (rv) lead switched to unipolar configuration, the impedance returned to normal limits. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. Additional information is being requested from the field. This pacemaker was explanted and successfully replaced as intended. No adverse patient effects were reported. This device has not been returned for analysis. Additional information was provided. The field representative indicated that this pacemaker system had previously exhibited out of range pacing impedance measurements. It was mentioned that the issue appeared to be isolated to the rv lead.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implantation of a new device for a therapy upgrade, this existing pacemaker system exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. When the right ventricular (rv) lead switched to unipolar configuration, the impedance returned to normal limits. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. Additional information is being requested from the field. This pacemaker was explanted and successfully replaced as intended. No adverse patient effects were reported. This device has not been returned for analysis.